Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 7325459 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the replacement device was natrelle 410 highly cohesive anatomically shaped silicone-filled breast implant, allergan brand 620cc. In addition, the patient had undergone bilateral lateral breast liposuction and direct excision and left nipple reduction. On (B)(6) 2018, it was reported to mentor that the patient has experienced tissue expander deflation on the right side which complicated with anisomastia. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was explanted on an unknown date. The tissue expander was decontaminated on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/13/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device contained fluid with clear appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed a rent on the posterior view of the device measuring 1.5 cm in length. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Note: the facility name is: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor cpx 4 breast tissue expander with suture tabs 650cc and experienced deflation on the right tissue expander. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.